Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead dislodged and resulted in non-conversion of a ventricular arrhythmia. The dislodgment was confirmed via x-ray and a revision surgery was performed to explant the lead. No additional adverse patient effects were reported.